Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: not flushing the endoscope channel with 90ml of water only. Not manually cleaning the universal cord, control body, and insertion tube as well as visually inspecting debris. Not brushing a minimum of 3 brush cycles in reference to the instrument channel and/or channel opening until clean. Not flushing the instrument channel with a total of 90ml of disinfectant solution, making sure no bubbles exited the endoscope channel. Not flushing 90ml of air to remove disinfectant. Not flushing 30ml of alcohol through the instrument channel followed by 30 ml of air. Not sterilizing the endoscope. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not doing the following: flushing the endoscope channel with 90ml of water only. Manually cleaning the universal cord, control body, and insertion tube as well as visually inspecting debris. Brushing a minimum of 3 brush cycles in reference to the instrument channel and/or channel opening until clean. Flushing the instrument channel with a total of 90ml of disinfectant solution, making sure no bubbles exited the endoscope channel. Flushing 90ml of air to remove disinfectant. Flushing 30ml of alcohol through the instrument channel followed by 30 ml of air. Sterilizing the endoscope. No patient infections or injuries reported.

Manufacturer narrative:
Updated: h3, h4, h6, h11. Based on evaluation of the endoscopy support specialist (ess) summary report, the root cause of the observed device reprocessing issues was determined to be due the user/facility not following the manufacturer's instructions as outlined in the device instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.